Manufacturer narrative:
Bd received 10 used samples of 50ll filled with drug. On visual inspection of the samples received, it can be observed leakage past the stopper. No damage or molding defect can be observed in any of the syringe components that could have caused this defect. The stopper is correctly assembled on the 10 samples. Leak test is not carried out with the 10 samples received since they were used and syringes are single use so, the functional characteristic for leak test could not be reliable with these used syringes. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - since no incidence happened during manufacturing process and no defect has been found on visual inspection of the samples received, a definitive root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ leur lok syringe leaked between the first rib and the second rib of the rubber of the plunger. Found during use. No serious injury or medical intervention noted.